Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The condition of depleted battery alarm was confirmed through the event history due to depleted main batteries. The main batteries were replaced to correct this condition. The device was evaluated on-site at the customer facility, therefore the device was not returned to baxter. This device utilizes user interface module master software version 5.08.92 categorized as remediated. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Event description:
This report was originally received from baxter (B)(4) for a battery issue. It is unknown when the reported condition occurred or if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the colleague infusion pump was found to have experienced a depleted battery alarm which interrupted delivery causing an interruption of delivery.